Event description:
It was reported that tandem mobi pump would not turn on and caller was unsure how to activate new pump and was concerned about appearance of charging pad. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press and hold pump button while on charging pad, which successfully turned pump on with lights and sound, and was educated about steps needed after pump shutdown including resetting insulin and restarting sensor sessions and cartridge, while technical support requested photos of charging pad by email, sent follow-up emails, and closed case after confirming lights and pump function were working as intended.